Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the flowgate shaft was scrapped and wrinkled along its length. The flowgate shaft was examined under magnification and it was observed that the shaft was found with perforation/ruptured at approximately 36.0cm from its distal end. The flow gate inflation tubing was ruptured/perforated. The shaft was scrapped deformed close to the rupture and the balloon was compressed. During functional testing, the balloon was unable to inflate due to the perforation/holes in the inflating tubing. Follow up attempts were made to the customer to obtain additional information. Based on the information available and analysis of the returned device the exact cause for observed damage to the shaft cannot be determined.

Event description:
After completing the investigation of the device, it was found that balloon had a perforation. There were no reported patient consequences due to the event.